Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the augmentation pressure did not rise. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the augmentation pressure did not rise. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing and pressure tubing were also returned. Three catheter tubing kinks were observed near the y-fitting at approximately 74.9cm, 76.2cm & 76.7cm from the iab tip. Additionally, two flattened/deformed sections were also observed on the catheter tubing at approximately 44.2cm & 47cm from the iab tip. This deformation was not visible on the inner lumen. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and resistance was felt at the flattened/deformed sections on the catheter tubing. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The condition of the iab as received indicated deformations on the catheter tubing which also affected the inner lumen. Even though we were unable to duplicate the reported problem, these deformations can cause difficulty monitoring pressure. The evaluation confirmed the problem. We were unable to conclusively determine when these deformations may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the augmentation pressure did not rise. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Additional information. Section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4) h3 other text : device not returned.